Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling on a thoracotomy, the handle was stuck on the seventh reload. They changed device to complete the case. There was no patient injury.